Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 6 days. Manufacturer's investigation conclusion: a specific cause for the report of small left ventricle apical thrombus and hematoma could not be conclusively determined through this evaluation. In addition, a direct correlation with the device could not be conclusively established. The heartmate 3 lvas IFU lists pump thrombosis and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's transthoracic echocardiogram (tte) from (B)(6) 2018 showed a small left ventricle apical thrombus. Coumadin was held. Repeat tte from (B)(6) 2018 showed stable hematoma and coumadin was restarted.